Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Approximately three years later, the patient was now being followed by a different physician and the physician made the decision to replace the device. It was noted that the device declared eri on (B)(6) 2011 and had since declared end of life (eol) based on charge times of 30 seconds. The current monitoring voltage was at 2.53 volts. The device was explanted and replaced with no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) with an extended charge time of 18.9 seconds and monitoring voltage of 2.66v. Per the patient and physician's discretion, the device will be turned off and a replacement procedure will not be performed.